Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (b)6) 2025 the user contacted beta bionics to report a shattered ilet screen. The user stated that the damage occurred sometime during the workday while the ilet was clipped to their belt. The user was uncertain how the damage occurred but confirmed the device display was cracked and unresponsive. A replacement was arranged. No blood glucose impact or injury were reported.